Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 132 mmol/l. The customer was prompted to repeat the sample as they had noticed some low na results. The repeat result was 138.8 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number is i34. The expiration date was not provided. The qc recovery data provided was acceptable. The field service engineer (fse) performed analyzer checks, ran a 21-cup precision test, and confirmed instrument operation. The fse ran calibration and qc successfully. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the electrodes were outdated and the fluidic lines were possibly contaminated due to the customer not performing a full cleaning. The fse performed a system clean, replaced seals and electrodes, and performed ise checks successfully. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.